Manufacturer narrative:
(B)(4). A pump assembly was received for investigation. Visual inspection showed no anomalies. It was installed into a test ventilator, and allowed to run overnight. There were no abnormal noises observed. The customer reported complaint of a noisy pump was not verified. The unit was operating within the manufacturing specifications.

Event description:
Covidien received information stating that during patient use, the ht50 ventilator generated an abnormal noise. Although the ventilator did not stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).